Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to an 16f sheath and the tevar procedure was completed. Reportedly post-procedure, one of the prostyle sutures broke as the knot was about to be advanced with the suture trimmer. As the guide wire remained in the anatomy, the suture was removed and a new prostyle device was used. Hemostasis was achieved with the two prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.